Manufacturer narrative:
The medical team reported this event to be related to patient condition. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Though gi bleeding is a known inherent risks associated with use of the device, this patient was also diagnosed with a partially obstructing tumor in the distal sigmoid colon which likely contributed to his condition. Other clinical factors that may have also contributed include the patient's device-required anticoagulation therapy, past medical history and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Gi bleeding is a potential event that may be associated with use of the product. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical study database that this patient was admitted to the hospital after lab results showed low hemoglobin levels. Upon admission, additional lab results revealed an international normalized ratio of 3.4 and positive stool guaiac test.  The patient was transfused only ½ unit of packed red blood cells (prbcs) due to transplant candidacy. Gastrointestinal (gi) disease was consulted and recommended esophagogastroduodenoscopy (egd) and colonoscopy with/without visual capsule endoscopy study when hemoglobin levels were 7.0 and inr was <1.7.  Egd results showed two recently bleeding angiodysplastic lesions in the stomach which were treated with thermal therapy; while colonoscopy results revealed a partially obstructing tumor in the distal sigmoid colon which was biopsied and believed to be the source of the patient's anemia. On (B)(6) 2016, the patient' was transfused two units prbcs as a result of hemoglobin levels 6.8 g/dl.  On (B)(6) 2016 the patient was taken for sigmoid resection.  The surgical pathology report taken on tissue collected during the procedure found one small adenoma, one large adenoma, and sixteen lymph nodes negative for carcinoma.  On (B)(6) 2016, the patient was noted to have abdominal distention accompanied by multiple bloody bowel movements and an associated a drop in hemoglobin.  The patient was subsequently transferred back to intensive care unit (ICU) and was transfused a total of 5 units of prbcs and 5 units of fresh frozen plasma (ffp) with a subsequent increase in hemoglobin levels to  8.2 g/dl by the next day.  An exploratory laparotomy-abdominal washout was also performed which removed approximately 3 liter of old blood/clot and was negative for active bleeding.  The patient remained stable and was transferred back to the general care floor on (B)(6) 2016. He was discharged home on (B)(6) 2016 with stable vitals.